Event description:
It was reported that during preventive maintenance of the device, the user reported finding excessive bearing grease on the pump head. There was no pt involvement.

Manufacturer narrative:
This complaint was confirmed. The user facility biomedical engineering found grease was leaking from main bearing. There were no indication that the grease led to a failure. The main bearing and is not designed to not leak grease. The unit was serviced and is performing to manufacturer's specifications. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.